Event description:
Customer reported receiving a motor error alarm on the insulin pump during a bolus delivery. Customer stated that he may have gotten water on the insulin pump when watering the plants. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer received a low reservoir alarm and stated that the insulin pump was not beeping like it should. Customer's blood glucose reading at the time of the call was 490 mg/dl. No further information reported.

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. No motor error alarm noted and the motor passed motor test. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed, no conclusion can be drawn at this time.